Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead which was previously surgically abandoned had eroded through the skin. A lead extraction was not planned due to the patient's age, and the plan was to dress the derision and have the patient attend a follow up. No additional adverse patient effects were reported.